Manufacturer narrative:
(B) (4): physio-control provided customer technical assistance and informed that the low energy charge circuitry is on the power conversion board. The customer received the part number and ordering information for a replacement power conversion pcb. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the device is not functioning properly when charging at lower energy levels. It will take up to one minute to charge to 10 joules. It was indicated that the device will charge properly at energy levels of 30 joules and higher. There were no reports of patient use associated with the reported failure.